Event description:
A us distributor contacted zoll to report that a (B)(6) patient has a skin irritation. There was no alleged device malfunction contributing to the irritation. Patient was given an antihistamine treatment by a physician due to the allergies. The medical outcome of the rash.